Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted,advancer bypass. The analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first six firing sequences the tip of the advancer slid toward tissue stop causing the jaws to remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining clips were conforming according to manufacturing specifications. The device locked out as intended but the orange indicator was visible at the 10th firing sequence, thus it over traveled. This finding is not related to the incident reported. It should be noted that an investigation has been initiated to address the potential root of the advancer bypass issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the device was fired outside of the patient and the jaws got stuck together. The device was not used and will be returned for analysis.